Event description:
It was reported that the pump infused all medication but was showing 30 ml was left. Per reporter, the pump completed infusion at 138 ml and all settings were the same. Programming mode: continuous reservoir volume: 138 ml, given: 137.3 ml, upstream occlusion sensor (uso) was off. Length of infusion: 46 hours. Lock level: 2. Per reporter, this event occurred at the patient's home. There was patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.